Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, power on self-test and battery testing were performed. During battery testing the battery was found to be depleted. The cause of the condition was unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a depleted battery. There was no patient involvement. No additional information is available.